Event description:
Per received pathology report, the leaflets were tan-brown, thin, and moved freely without evidence of calcifications or vegetations. Pannus and thrombus were identified on the explanted valve.

Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to section b5.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation due to presumed endocarditis. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 29mm valve implanted for ten years, seven months was explanted due to dehiscence, calcification, structural valve degeneration, mitral stenosis, elevated gradient, thickening, and perivalvular leak. Intra-op finding were concerning for infective endocarditis. A 29mm valve was implanted in replacement. The patient was discharged on pod #7 with a course of antibiotics for presumed endocarditis. Per received records, the patient presented with sob and was found to have mitral stenosis and pvl, as well as aortic stenosis and insufficiency. Intra-op finding were concerning for infective endocarditis. There was dehiscence of the mitral valve from the annulus from 7-9 o'clock. There were no obvious vegetations but the surfaces looked raw near the dehiscence. The patient underwent mvr and avr with a 29mm valve and a 23mm valve. The postoperative course was complicated by cardiac insufficiency and vasoplegia requiring vasopressor and inotropic support and high grade av block. The patient was discharged on pod #7 with a course of antibiotics for presumed endocarditis. There is no allegation of malfunction of the surgical valve.